Manufacturer narrative:
Additional information: the suspected migration was noted during computed tomography venogram (ctv). The physician at this time suspected the that the stent had moved caudally and was prepared to re-intervene with placement of an additional stent at the lesion if not fully covered. The patient returned for reintervention one month post suspected migration. The physician determined that the clot formation created appearance that stent had moved but no stent migration was noted. This was confirmed on ivus. The stent was located where it was initially placed and no st4ent migration occurred. The physician performed reintervention with an extension using an abre stent due to clot formation which had noted improvement with continued anticoagulation treatment. The physician determined that this was not a stent issue but potential for underlying chronic disease. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no issues or deviations during the procedure. Follow up was approximately one month post procedure. There are plans in the future to re-stent the diseased area. No additional treatment given the patient. No further patient injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a abre stent for patient treatment on the left proximal iliac vein. There was little degree of tortuosity and moderate degree of calcification. IFU was followed. No damage was noted on the device packaging and no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated to 18 mm. The device did not pass through a previously-deployed stent. No resistance was encountered and no excessive force was used. It was reported the procedure was straight forward and successful. Concern arose when stent migration was noted in the follow up. The stent had moved distally down the iliac vein in the reverse flow of the vein. The stent had moved below a portion of the lesion and began to thrombosis both above and inside of the stent. Sub-acute stent thrombosis noted. There was no additional patient injury reported.

Manufacturer narrative:
Image review five images were received for analysis: image 1 and image 4 appear to be the same. The image is hand drawn and is of the stent placement in the left proximal iliac vein. The image also includes the dimension of the lesion. The 2nd and 5th image appear to be the same. These images appear to show that the stent has moved slightly down the iliac vein. The image includes dimensions and also appears to have thrombus coloured in on the drawing of the stent. The 3rd image is an ivus image. This image shows the stent placement and the stent does not appear to have migrated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: imaging was performed to determine the vessel measurement and stent sizing. The patient has been given a continuation of anticoagulants for the thrombosis. The patient re stenting is planned for the future. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.